Event description:
It was reported by the affiliate that the (1) mcs20 was used during a hepatectomy procedure. It was reported that the clips would not feed. The case was completed with another instrument. There was no pt consequence.